Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this smiths medical pro edge syringe with needle. Smiths medical manufactures the syringe that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the syringe. The kit is adult ancillary adult convenience kit 1176194. The lot number of the kit reported by the customer is 20201120-hc01. We have notified (B)(4) of this report who will pass along this information to smiths medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
Customer reported that needles arrived bent in packaging and were unable to be used for safety reasons. Customer reported a needle stick.